Event description:
According to the reporter, during a procedure, the device had been used for one hour and during stapling of transplanted donor lung, the handles of the stapler were stiff and unable to slide to fire staples. A new device was opened and it worked effectively. Furthermore, the stapler cartridge misfired during use. There were no staples found on the tissue after a piece of it was cut. New cartridge was opened and tissue was stapled and cut again. No patient injury.